Manufacturer narrative:
The replaced part has been requested for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator alarmed constantly. The device was investigated, and the dc/dc & standard connectors printed circuit board was replaced. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. No replaced/exchanged goods for the repair were returned and no device logs were received. Our field service engineer isolated on site the problems with the alarming ventilator and exchanged the defective dc/dc and standard connectors printed circuit (pc) board which solved the problem. The dc/dc and standard connectors pc board converts the internal dc supply voltage (+12 v) into internal dc supply voltages. After successful functions and safety tests, the ventilator was returned to service. The cause for the malfunctioning pc board could not be established due to lack of goods returned for this investigation.

Event description:
(B)(4).